Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 550 mg/dl. Customer's blood glucose at time of call was 379 mg/dl. After troubleshooting, customer was advised that a tubing clamp will be sent to perform the high pressure test. Customer mentioned there was a crack on the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.